Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 8/08/2016 with the following findings: a review of the pump histories showed no activity related to a priming issue. The pump successfully completed the rewind, load cartridge and prime steps with no alarms. The pump was exercised for 24 hours and the unable to prime issue was not duplicated. The force sensor calibration passed within specification. The pump was opened and there was no damage found to the force sensor circuit. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The correct date of evaluation by product analysis is 8/09/2016.